Event description:
The lead was partially explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, femoral. Technique/tools: snare. No complications. J wire removed, lead body remains implanted.